Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, during an implantation procedure, the bipolar leads were positioned and the subject device was connected to the leads. Functioning was normal as long as the physician kept the connected device in his hands. As soon as he put the pacemaker in the pocket of the patient, the device stopped pacing. And after removal of the pacemaker from the pocket, pacing was back again. The scenario was reproduced again with the same observation. Another non sorin pacemaker was connected to the leads without any anomaly (the device paced either out or inside the pocket). The subject device was returned for analysis.

Event description:
Reportedly, during an implantation procedure, the bipolar leads were positioned and the subject device was connected to the leads. Functioning was normal as long as the physician kept the connected device in his hands. As soon as he put the pacemaker in the pocket of the patient, the device stopped pacing. And after removal of the pacemaker from the pocket, pacing was back again. The scenario was reproduced again with the same observation. Another non sorin pacemaker was connected to the leads without any anomaly (the device paced either out or inside the pocket). The subject device was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, during an implantation procedure, the bipolar leads were positioned and the subject device was connected to the leads. Functioning was normal as long as the physician kept the connected device in his hands. As soon as he put the pacemaker in the pocket of the patient, the device stopped pacing. And after removal of the pacemaker from the pocket, pacing was back again. The scenario was reproduced again with the same observation. Another non sorin pacemaker was connected to the leads without any anomaly (the device paced either out or inside the pocket). The subject device was returned for analysis.